Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the metal part at the distal end was scratched. The angulation was insufficient due to elongation of angle wire. The bending section rubber, control section, angulation control lever, up/down plate, video connector, and light guide connector were scratched. The adhesive of the bending section rubber was chipped. Dirt that was difficult to remove was attached to the light guide connector. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the entire monitor screen became black. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that when the bending section of the device was angulated, the endoscopic image disappeared.